Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported that the patient was treated on an outpatient basis with an unspecified drip infusion and peritoneal lavage for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.